Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between on (B)(6) 2026. The wearable was inserted into an off-label insertion site. On (B)(6) 2026, it was reported that the patient was using an omnipod 5 insulin pump at the time of the event. The parent stated that the cgm readings may have been inaccurate starting on (B)(6) 2026, though no specific values were recalled. On (B)(6), the patient was sent to the (B)(6) clinic due to high cgm alerts. A comparison between the cgm and fingerstick blood glucose (bg fs) readings was not available at that time. The patient received an insulin injection and returned to class. On (B)(6), the patient was again sent to the (B)(6) clinic for elevated glucose readings. Ketone testing showed a level of 0.1 which was within normal range, and the patient reported excessive thirst. The nurse provided water and administered an insulin injection after an bg fs reading of 413 mg/dl, while the cgm reading was 263 mg/dl. The sensor was calibrated but continued to provide inaccurate readings and was subsequently removed. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.